Event description:
It was reported that several unspecified spectrum infusion pumps were alarming system error 322. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval, therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.